Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after a fall, possibly due to syncope. The patient's heart rate was noted to be in the twenty beats per minute range and the patient experienced heart block. The cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated, magnet placement over the device had no effect, and premature battery depletion was alleged. High pacing thresholds on the left ventricular (lv) lead were also alleged. The crt-p was explanted and replaced in response to the event. The lv lead remains in use. No further patient complications have been reported as a result of this event.